Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. The customer indicated they would like to order a speaker. The philips remote service engineer provided the customer with speaker part number at request and the customer. The customer ordered the speaker to resolve the issue and the customer has assumed the repair responsibility.

Event description:
Philips received a complaint on the intellivue x2 indicating that monitor was giving "speaker malfunction" inop. The device did not produce sound. The device was in clinical use on a patient at the time of the event. No adverse event was reported.